Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address) and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for a component issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead technician. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor gained femoral access with ultrasound for a standard leg revascularization case. The access was good, above bifurcation and below inferior epigastric artery (iea) without significant scarring or calcium present. The doctor followed proper protocol for angio-seal deployment; however, experienced an issue when completing the "seal" portion of the closure. There were no issues locating the artery and he heard the clicks when he connected the vcd together, therefore, he thought the anchor was set. When he pulled back the device to create the collagen sandwich, the entire device came out. The anchor was intact on the suture and did not break off in the artery. Due to the chaos of reverting to manual pressure, the malfunctioned angio-seal device was accidentally thrown out. The anchor was still attached to the suture. Account confirmed there was a hematoma; however, it was manageable. The hematoma was at the femoral access site, not life-threatening. Additional information was received on 07feb2025: protocol for the hematoma was manual compression. The size of the hematoma was not specified. The blood loss was less than 250cc's. The patient was stable. The tech directly assembled the vcd and passed it off to said operator for deployment.